Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported that a patient presented with blurry vision in both eyes one week post lasik. The patient was noted to have superficial keratitis. The patient was given an oral steroid and the previously prescribed topical steroid eye drop was increased. Additional information received states that the patient was seen in follow up and noted vision was still blurry but they eyes feel comfortable. The patient has temporary punctual plugs and is considering silicone plugs in the future. The patient is to use topical tear drops and lacrilube at night. The patient has discontinued the oral steroids. It was also noted that the loose epithelium is not recurrent but has superficial keratitis. The patient did not have superficial keratitis before treatment but the reporter cannot specifically attribute the system with the patients symptoms. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4)